Event description:
There is an obturator within this dissector trocar device. The head broke off of the obturator and left the shaft inside the trocar device while deployed within the patient. The surgeon managed to retrieve the shaft without removing the trocar from the patient. The surgeon thought it should be reported because it seemed to be a manufacturing issue and the company should know about it. Manufacturer response for laparoscope, general plastic surgery, spacemaker (per site reporter):